Manufacturer narrative:
After troubleshooting, the distributor identified the faulty part. It was replaced and the problem is now corrected. No further problems regarding the alarm on this unit have been reported.

Event description:
During set-up, the ventilator did not give an audible alarm. Please note there was no patient involvement in this case.